Event description:
It was reported that the patient was presented for dft testing. Episodes of non-sustained rv oversensing due to possible lead noise were noted. Dft testing did not reveal noise. Fluoroscopy revealed externalized conductors. No programming changes were made. The lead is electrically normal and the patient will continue to be monitored.